Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, into a heavily calcified native valve, severe paravalvular leak (pvl) was noted. During post-implant balloon aortic valvuloplasty (bav), the valve dislodged into the ascending/transverse aorta where it was left implanted. The delivery catheter system (dcs) was withdrawn from the patient and discarded. A second transcatheter bioprosthetic valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.